Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose the day before the insulin pump was replaced. Customer stated that she did not tell the representative that replaced the pump about the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.